Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency department after reportedly receiving four shocks prior to arrival. It is unknown if the shocks were appropriate or not appropriate. Upon arrival, the device was found to be in safety mode. Technical services (ts) was consulted and observed error code 0xcx3. Ts recommended an urgent device replacement. Subsequently, the device was explanted and replaced. The device is expected to be returned for analysis. No additional adverse patient effects were reported.